Manufacturer narrative:
Upon receipt, the lead under complaint was found dissected at approximately 24 cm distal to the is-1 connector pin. Two lead fragments were returned for analysis. The visual inspection of the proximal fragment revealed damaged insulation at 23 cm distal to the is-1 connector pin. In that section, the lead body was found squeezed and deformed. The outer coil was found fractured. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular first rib entrapment. Further inspection demonstrated cuttings in the insulation which occurred most likely during the explantation procedure. Blood penetrated the lead in the cut areas. The analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Boston scientific received information that this right atrial lead exhibited low out of range pacing impedance measurements. Loss of capture was also noted. No asystole was observed due to the loss of capture. It was reported the patient experienced muscle stimulation. An invasive procedure was performed and insulation damage was found on the lead. The lead was explanted and replaced with another manufacturer's lead. No adverse patient effects were reported.

Manufacturer narrative:
We received your event description for the above mentioned device and would like to thank you for supporting our post-market surveillance. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The information you provided has been entered into our quality system as a complaint. These types of complaints are used to evaluate systems and device performance throughout our organization and help to maintain and improve the performance of our devices. Should additional information or the device itself become available for analysis, the investigation will be updated.